Event description:
On (B)(6) 2012, it was reported that the up arrow button was not responsive and that the patient was unable to deliver a correction bolus. The reporter noted that the issue was discovered after the patient awoke with blood glucose (bg) 31mmol/l. It was said that the patient tested (B)(6) for ketones, and displayed irritable behaviors and symptoms of unspecified illness. The reporter confirmed that the patient's elevated bg would be treated with insulin via syringe. The keypad was noted to have a tear below the up arrow button bit, the other buttons appeared to be responsive and undamaged. Additional information about the cause of the bg excursion could not be obtained. This complaint is being reported based on the following conclusions: it could not be determined if the damage to the keypad occurred prior to the button unresponsiveness and this issue remained unresolved at the time of troubleshooting. Although the patient experienced signs and symptoms of a serious diabetic injury, the cause of the elevation could not be established. It remains unknown if the keypad issue was related to the bg excursion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012 the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the complaint of an unresponsive keypad. The 'up' and down keys are unresponsive to user input. The keypad was torn at the up key. Keypad was removed and green contamination was visible under the "up" and down key contacts. Due to the unresponsive keypad buttons, all testing steps were not able to be completed.